Manufacturer narrative:
The insulin pump was received with failed battery test alarm due to faulty battery tube. Weak battery alarm was not verified due to constant failed battery test alarm. The device had cracked reservoir tube lip, minor scratches on the lcd window, and cracked battery tube threads.

Event description:
Customer reported via phone, he has been having issues with the insulin pump alerting weak battery when a new battery is inserted, battery indicator will drop to one bar. The device keeps alarming bad battery but the device continues to work properly. Troubleshooting was performed for week battery alarm and cosmetic damage was noted on the device so troubleshooting finished. Customer's blood glucose was unknown. Customer stated the battery compartment was damage it may have occurred from over tightening the battery cap. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.